Manufacturer narrative:
Product will not be returned to the manufacturer because customer stated that the issue seemed to be related to a wrong procedure that the user did and not a malfunction of the platform. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a permanent user advisory 45 (not at "home" position after power-on/restart) message that could not be cleared. Additional information provided by the customer on (B)(6) 2013: this event occurred during a daily shift check. The user was unable to clear the message by following the steps in the user manual. With the help of a zoll technician, customer was able to reset the zero position of the shaft. After that, there were no issues with the operation of the platform. No patient involvement was reported. No further information was provided.